Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6)2019. The most recent information was received on (B)(6)2019. This spontaneous case was reported by a consumer and describes the occurrence of pain ("various pain") in a 41-year-old female patient who had essure (batch no. 835435, 20238986) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fallopian tube obstruction (right side). On (B)(6)2012, the patient had essure inserted. On (B)(6)2012, the patient experienced pain (seriousness criterion medically significant), pruritus ("itching"), tinnitus ("tinnitus"), hypoacusis ("decreased hearing"), lymphadenopathy ("repeated lymph nodes"), fatigue ("extreme fatigue"), musculoskeletal pain ("muscle and joint pain"), tachycardia ("tachycardia"), hypertension ("hypertension"), tremor ("tremors") and memory impairment ("memory problems"), 9 days after insertion of essure. At the time of the report, the pain, pruritus, tinnitus, hypoacusis, lymphadenopathy, fatigue, musculoskeletal pain, tachycardia, hypertension, tremor and memory impairment outcome was unknown. The reporter provided no causality assessment for fatigue, hypertension, hypoacusis, lymphadenopathy, memory impairment, musculoskeletal pain, pain, pruritus, tachycardia, tinnitus and tremor with essure. The reporter commented: unilateral insertion was performed because right tube was already obstructed. Lot number:20238986 manufacture date: 2010-01 expiration date: 2013-01 lot number:835435 manufacture date:2011-02 expiration date: 2014-02 quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2019: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 14-jan-2019. This spontaneous case was reported by a consumer and describes the occurrence of pain ("various pain") in a (B)(6) female patient who had essure (batch no. 835435; 20238986) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fallopian tube obstruction (right side). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pain (seriousness criterion medically significant), pruritus ("itching"), tinnitus ("tinnitus"), hypoacusis ("decreased hearing"), lymphadenopathy ("repeated lymph nodes"), fatigue ("extreme fatigue"), musculoskeletal pain ("muscle and joint pain"), tachycardia ("tachycardia"), hypertension ("hypertension"), tremor ("tremors") and memory impairment ("memory problems"), 9 days after insertion of essure. At the time of the report, the pain, pruritus, tinnitus, hypoacusis, lymphadenopathy, fatigue, musculoskeletal pain, tachycardia, hypertension, tremor and memory impairment outcome was unknown. The reporter provided no causality assessment for fatigue, hypertension, hypoacusis, lymphadenopathy, memory impairment, musculoskeletal pain, pain, pruritus, tachycardia, tinnitus and tremor with essure. The reporter commented: unilateral insertion was performed because right tube was already obstructed. Further company follow-up with the regulatory authority is not possible. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.